Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to valve regurgitation issues. The physician suspected the leads were causing damage to the patient valves and decided to explant the system in order to perform a procedure to fix the tricuspid valve. No additional adverse patient effects were reported.